Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an anterior capsule tear that extended to the posterior in a patient's right eye at the end of irrigation and aspiration during a laser assisted cataract procedure. The capsule appeared to be intact through most of the procedure. A vitrectomy was performed and no lens was implanted.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).